Manufacturer narrative:
(B)(4). Physio-control replaced the flex cable assembly that connects the user interface pcb to stack and observed proper device operation through functional and performance testing. The device was then returned to the physio-control (B)(4). Physio further evaluated the removed flex cable assembly and determined the cause of the malfunction to be open lines on the p21 connector.

Event description:
Physio-control's loaner device would not power on properly to provide defibrillation therapy. There was no patient use associated with the event.